Event description:
Medics were monitoring a pt (age and gender unknown). After approx ten mins, the unit's monitor screen displayed a flatline ECG trace which then turned into a dotted line. They changed the cable, but the display remained the same. There was no adverse effect on the pt. The medics tested the unit after the call and the unit functioned properly.